Event description:
Revision surgery - the pt had a complete rsp implanted and then fell. The doctor removed the humeral socket shell and glenoid head. He then repaired the glenoid fracture with a screw and closed the pt to allow the glenoid to heal. Today, the surgeon placed in a new humeral socket and glenoid head, this was not in relation to any implant issues.